Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end of the instrument after the housing was removed. As a result of the broken conductor wire, energy activation would not work if activated on the system. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have cautery issues. The procedure was completed with no reported injury by using a backup instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h1, h2, and h10. Failure analysis investigation noted that the root cause is attributed to the instrument assembly process where it is possible to pinch the conductor/cautery wire between the instrument main tube and chassis during manufacturing. As a result the wire insulation may be compromised and the wire damaged and/or broken at the pinch point.